Event description:
Consumer's family member was heating ace hot/cold compress in the microwave (1000 watt). Took the compress out to hand to another family member for use and it leaked onto a pt's face. Pt was hospitalized for 4 days.